Event description:
Revision surgery due to bloodborne infection 16 months post op. The tibial insert was swapped for the same insert.

Manufacturer narrative:
Document review: gmk primary uc fixed liner size 3 / 10 mm: code 02.07.0310fuc / lot 110872 (30 items produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization cycles. Twenty two items belonging to this lot have been already implanted and no similar incidents have been reported. On the basis of the data collected, the infection occurred is highly likely not device related.